Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
On january 23, 2007, the customer reported to bsc that during a hemostasis procedure (patient gender and age unknown), the resolution clip grasped the tissue, and would not "release from the catheter". The resolution clip was "pulled out from the tissue with minimal bleeding". The procedure was completed with another of the same device. The patient did not sustain any complications or ill effects as a result of this issue.